Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An operating room lead reported that approximately 2.5 months following an intraocular lens implant (iol) procedure, the iol was exchanged for a different model iol with the same diopter power. The iol was the wrong power. Additional information was requested.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., d.10., d.11., h.3., h.6., and h.10. Product evaluation: the lens was returned wrapped in white gauze material. Solution was dried on the lens. One haptic was bent. The optic was torn/cut into two pieces. A power and resolution re-assessment could not be conducted. All product and batch history records are quality reviewed prior to product release. A qualified cartridge and an unspecified handpiece were used with the lens. A non-qualified viscoelastic was used. The root cause for the complaint cannot be confirmed. The lens was returned in two pieces. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The file indicated that a toric lens model was exchanged for a non-toric lens model of the same diopter. This information suggests that the root cause may not be related to the lens. A non-toric lens does not correct for astigmatism by design. The selection of a non-toric lens model as the replacement lens would reasonably suggest that the patient did not have a need for astigmatism correction. The manufacturer internal reference number is: (B)(4).